Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. The customer contact reported that during testing after the cassette was inserted into the device and the door was closed, "there was a little drop of water continuous." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.